Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain complete patient information (weight) but no information was received. Date of event is estimated.

Event description:
It was reported that the patient's ipg had an increased recharge burden. As a result, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025, wherein the ipg was replaced to address the issue. Therapy was restored post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Updated a4 - patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.